Event description:
Boston scientific received information that during a device interrogation this programmer started to smoke and would not turn on. No adverse effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation of the programmer emitting smoke was confirmed by analysis. It was noted that the an internal component had shorted. The component was replaced.